Manufacturer narrative:
Further information from the reporter regarding event, and patient details has been requested. No additional information is available at this time. Return of the device was requested, but the reporter confirmed that the device was discarded.

Event description:
Infutronix received a complaint from a user facility representative: "an administration set model hs-004 lot 2106005 had a leak from the filter of the tubing. It took place during a patients infusion. There were no visible holes or cracks in the tubing, or near the filter. No blood loss or bleed back was observed. The patient did follow the clean up procedure." Medication infused was epoch. Device operator was a patient. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(4) medical co. Ltd.